Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer would attempt to perform the fill cannula step of the load sequence the fill cannula button would not respond. Customer believed that due to the button not responding to presses, the fill cannula step did not need to be performed. During troubleshooting with tandem technical support, the fill cannula button functioned as intended. Customer had elevated blood glucose (bg) levels reaching over 400 mg/dl. Customer delivered a bolus to address elevated bg levels.